Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved or contraindicated use (device used outside of indications specified in the labeling).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm thoracic aortic aneurysm. It was reported that the patient could move their limbs immediately after the procedure but then developed delayed paraplegia a few hours after the procedure. The patient was then unable to move their lower limbs. Although, spinal drainage was performed immediately, no improvement was seen. Another physician stated that the patient had shown improvement and could be expected to recovery to the level of independent walking. It was also noted that a total arch replacement (tar) had performed and the valiant device had been implanted into the elephant trunk. This patient had also reportedly received a y-graft procedure and the left subclavian artery had been reconstructed in the past. It was noted that the artery of adamkiewicz had been identified clearly on the CT. After tar and weaning from cardiopulmonary bypass, the physician took a chance by accessing from the femoral artery using the valiant device, which had the smallest diameter. As expected, however, the valiant could not be inserted due to the tortuous y-graft limb. Therefore, the valiant was inserted from the graft side branch in the ascending aorta, and it was delivered up to the aortic valve level under fluoroscopy. During the delivery, the artery of adamkiewicz near the t10 level was avoided as best as possible. The physician stated that the event may have been related to the fact that the blood pressure control was not tight enough due to a fear of bleeding. No additional treatment will be given and the event is continuing. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.